Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittnet occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) level was 400-500 mg/dl. Reportedly, on (B)(6) 2024 the customer went to the emergency room (ER) and was subsequently admitted into the hospital with a (bg) level of 451 mg/dl with high ketones. Ketone levels considered life threatening by their health care provider. The customer attempted to address the elevated (bg) with a correction bolus via the pump. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer reported no permanent damage. Multiple follow up attempts were made by tandem technical support to obtain the hospital release date, however, no response was received by the customer.